Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient is experiencing severe lower left jaw pain. Pain is extensively painful and extends to patient's ear. Patient has used tylenol and orajel for pain relief that is only for short period of time. Patient was examined by their dentist; dentist feels that patient's teeth are being moved too much too fast which the dentist feels is what is causing the pain. Dentist explained to patient that it is not normal to be in severe pain with the aligners, some discomfort at first use but typically gets better. Dentist recommended treatment options: 1. Do nothing. 2. Contact byte to see about extending the amount of trays due to maybe moving the teeth too much too fast.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.